Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center and reported that falsely depressed calcium (ca_2) results were obtained on 300 patient samples on atellica ch 930 analyzer. Quality controls (qcs) recovered within ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse observed a leak on the dilution aspirate probe 1 and replaced the 2-way valve. Siemens further investigated this case and determined there are atellica ch930 - reaction wash and dilution wash valve failures, which result in droplets and various failure modes. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported falsely depressed calcium (ca_2) results were obtained on 300 patient samples on an atellica ch 930 analyzer. The erroneous results were reported to the physician(s). The samples were repeated on an alternate atellica ch 930 instrument. The repeat results were reported, as the correct results, to the physician(s). The customer did not provide patient data nor additional details for this event. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ca_2 results.